Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0lnef, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient had an emergency appendectomy three weeks prior to the report, the surgery went well, and the doctor said he didn¿t touch the implantable neurostimulator. Following the procedure, the patient had diarrhea. In the past week or two, the diarrhea had been minimal and coincided with things such as the patient eating mayonnaise. There had been ¿nothing bad¿ for a week and the patient had regular bowel movements.